Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by ¿device has not stapled properly¿? What is the surgeon¿s experience with device? Were the tips of jaw visible when fired? Can the surgeon ensure that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Does the surgeon routinely wait 15 seconds prior to firing? Is any information available in regard to staple form? Are photos/video available? What is the current patient status?

Event description:
It was reported that during a left lower lobectomy, the device has not stapled properly leading to a pulmonary wound. The surgeon has changed the procedure into lateral thoracotomy. The surgeon had to clamp the pulmonary artery and then put manual stitches (with prolène 5/0).

Manufacturer narrative:
(B)(4). Batch number: r57a12. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.